Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to pocket erosion and possible infection. White blood counts were normal. The patient's medical history is significant for renal failure (on dialysis), diabetes, and prior infections. No additional adverse patient effects were reported.